Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned in two sections; the lead had been cut during explant. An x-ray of the lead was performed which showed that the anode conductor was fractured 35 centimeters from is-1 terminal pin. This was likely near the suture sleeve.

Event description:
Boston scientific received information that this lead was explanted. It was reported that the lead was non-functional and had fractured. No additional information was able to be obtained. The lead was returned for analysis.